Event description:
Event description cpi received information that this bipolar lead was repaired. During a routine implant procedure of an implantable pulse generator (ipg) the surgeon accidently nicked the lead when closing. The lead was repaired with medical adhesive and silicone tubing.